Event description:
It was reported that during an unknown procedure, the 4-40 stud broke. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.